Event description:
The product was used during a total abdominal hysterectomy procedure. Reportedly, there was a complete dehiscence of fascia with bowel protruding. The surgeon performed a re-operation and resutured the fascia. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
Device not available for evaluation.